Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a post procedure follow up. Via chest x-ray, it was discovered that the left ventricular (lv) lead was dislodged resulting in loss of capture. The physician opted to explant the lv lead. The patient was stable pre, during, and post procedure.